Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair shuts down periodically with no lights or error codes.